Manufacturer narrative:
Suspect device not returned to manufacturer for evaluation. No parts returned.

Event description:
A medtronic representative reported that, while in an ent procedure, the straight suction was bent. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.